Manufacturer narrative:
(B)(4). No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that an alert was received showing premature battery depletion. Device was explanted and replaced. Patient did not experience any complications during the procedure and will be followed up normally.

Manufacturer narrative:
This report is being submitted to retract MDR 2938836-2016-01202, as it was reported on an investigation device exemption (ide) device. The reported investigational device is currently undergoing a clinical trial.